Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 536 mg/dl. The customer had high blood glucose level and the customer changed the site and the blood glucose level went down. The customer was sick, throwing up and was just in bed. The customer was treated with insulin pump and manual injection for high blood glucose level. The customer¿s blood glucose level was 233 mg/dl, 241 mg/dl and 287 mg/dl. The customer removed reservoir, rewound, reinserted reservoir and ran manual prime and filled tubing with current set and insulin exited. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.